Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Reportedly, the customer reverted to an alternate method of insulin therapy.customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not provided. Customer administered a manual injection to address their bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.